Event description:
On (B)(6) 2007, the patient was implanted with two gore tag thoracic endoprostheses with open repair of an acute on chronic type I aortic dissection. The patient developed a distal type I endoleak. On (B)(6) 2007, the patient underwent a distal circlage procedure. On (B)(6) 2007, the patient underwent a distal pta with implant of additional stent. On (B)(6) 2009, the patient underwent an additional stent placement with suprarenal aaa repair which included distal extension of the endograft system including bilateral renal chimney stents. On (B)(6) 2010, the patient underwent embolization of the left iliac artery due to endoleak (unspecified). On (B)(6) 2011, cta revealed type I endoleak (unspecified) and non-repaired thoracoabdominal aneurysm. On (B)(6) 2011, the endograft system was explanted. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.